Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with an unknown mentor saline breast implants and experienced postoperative right-sided deflation and left-sided capsular contracture baker grade 3. Deflation and capsular contracture were confirmed by physical examination. As a result, the patient underwent removal and replacement with mentor memorygel breast implant, (right) catalog # 3504001bc, serial # (B)(4), and (left) catalog # 3504501bc, serial # (B)(4) on (B)(6) 2019. This medwatch report is for the right-sided implant.

Manufacturer narrative:
On 25-sep-2019, mentor became aware that capsular contracture was bilateral. Right side has been updated to include capsular contracture baker grade unknown. On 03-oct-2019, mentor received the suspect medical device. On 14-oct-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation and capsular contracture on the breast saline implant. During evaluation of the device a tear was observed on the posterior aspect, measuring approximately 1.2 cm. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary." Manufacturer¿s reference number: (B)(4).